Event description:
It was reported that during a roux-en-y procedure, the device would not intermittently work on hand control. Another device was used to complete the procedure. There was no patient consequence.